Event description:
General report received of an unspecified number of undocumented incidents of leaks. The customer contact indicated that the vials were filled with unspecified pain medications in the pharmacy department at the user facility. On unspecified dates, when the vials were loaded into unspecified patient controlled analgesia (pca) pumps, the customer contact reported the nurses noted solution leaked from "the top of the blue plunger of the vials." There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided, including if the vials were replaced and the therapies were resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.